Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. Customer treated with insulin pump. The customer stated that the tapes appears to be not sticking properly. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.